Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: fr995-21 tissue valve, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that during open heart surgery the right atrium was cannulated. The following day, the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.